Event description:
It was reported that "during a flush, the nurse discovered fluid leaking from the juncture of the extension line and the hub. The PICC was removed and replaced." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines in the form of biological material. It was noted that two non-arrow stopcocks were attached to both extension lines. After failing functional testing, visual analysis of the catheter revealed a small leak on the proximal extension line at the connection to the luer hub. Microscopic examination confirmed the damage at the location of the leak in the form of a hole in the extension line adjacent to the luer hub. The proximal line outer diameter measured 0.960mm, which is within the specification limits of 0.93"-0.97" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.057mm, which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the proximal line, water was observed leaking out of the small hole on the extrusion. No leaks were observed when flushing the distal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed that the distal extension line was secure within the luer hub. A manual tug tested failed to confirm the proximal extension line was secure within the luer hub. Manufacturing was contacted as a part of this investigation and confirmed this hole in the extension line is likely due to a molding issue in the manufacturing process of the extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed the proximal extension line contained a hole adjacent to the luer hub. During functional testing, water leaked from the hole at the luer hub. Based on the customer report and the returned sample, it was determined that manufacturing likely cause or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a flush, the nurse discovered fluid leaking from the juncture of the extension line and the hub. The PICC was removed and replaced." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).